Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon closed the jaws, an end tone, indicating a completed seal cycle was heard, but the device did not seal. Another device was used to complete the procedure without incident. There was no pt injury.